Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue; the pump powered off after a few minutes of use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/29/2015 with the following findings: review of the black box data revealed records from (B)(6) 2015 through (B)(6) 2015. There were no records of to indicate an intermittent ¿reboot¿ condition. There were no errors, alarms or warnings related to the complaint in the pump alarm history. The battery cap returned with the pump was evaluated and found to be within the required specifications. The pump powered on normally and was exercised for 24 hours without rebooting, losing power or emitting a call service alarm. Electrical draws were measured and determined to be within required specifications. Investigation did not duplicate the alleged power issue. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be dim and discolored.